Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found the outer insulation abraded at 7.6 cm to 7.8 cm from the connector pin; the outer coil was exposed in this area. The abrasion is consistent with that of exposure to friction with another implantable device.